Manufacturer narrative:
The technician removed, cleaned and reinstalled the hi/low drive assembly to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the bed had a hi/low drift. No injury reported.